Event description:
This (B)(4) study patient experienced a peri-procedural mi per cec adjudication committee. At the time of the index procedure, angiography revealed 85% stenosis in the 1st diagonal artery. The indication for the procedure was a positive functional test for ischemia. The lesion was 33mm in length, class c, and de novo, with 85% stenosis and timi 3 flow. The reference vessel was 2.7mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8atm and a 2.5 x 28mm cypher rx was implanted at 12atm. The stent was post-dilated with a 3.25 x 20mm balloon at 18atm. A 3.0 x 28mm cypher rx was implanted proximal and overlapping the initial stent at 16atm to fully cover the lesion. The stent was post-dilated with a 3.75 x 20mm balloon at 10atm with no residual stenosis. The angiographic core lab report indicated that the procedure involved the ostially occluded native lad that was successfully reopened and the stents were implanted in the proximal lad into the diagonal branch. Post procedure, the troponin I peaked at 0.74 (uln 0.03). The investigational site indicated that there were no adverse events, but the cec adjudication committee determined that there was a peri-procedure mi based on the troponin results. There were no reported complications and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: this (B)(4) study patient experienced a peri-procedural mi per cec adjudication committee. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, previous CABG (1995), myocardial infarction ((B)(6) 1995), allergy (penicillin), arthritis, porphyria, rotator cuff repair, right knee meniscus repair, tonsillectomy, adenoidectomy, and carotid artery disease. At the time of the index procedure, angiography revealed 85% stenosis in the 1st diagonal artery. The indication for the procedure was a positive functional test for ischemia. The lesion was 33 mm in length, class c, and de novo, with 85% stenosis and timi 3 flow. The reference vessel was 2.7 mm in diameter. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 8 atm and a 2.5 x 28 mm cypher rx was implanted at 12 atm. The stent was post-dilated with a 3.25 x 20 mm balloon at 18 atm. A 3.0 x 28 mm cypher rx was implanted proximal and overlapping the initial stent at 16 atm to fully cover the lesion. The stent was post-dilated with a 3.75 x 20 mm balloon at 10 atm with no residual stenosis. The angiographic core lab report indicated that the procedure involved the ostially occluded native lad that was successfully reopened and the stents were implanted in the proximal lad into the diagonal branch. Post procedure, the troponin I peaked at 0.74 (uln 0.03). The investigational site indicated that there were no adverse events, but the cec adjudication committee determined that there was a peri-procedure mi based on the troponin results. There were no reported complications and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00182 and 3003742446-2012-00183.

Manufacturer narrative:
Concomitant medications included: aspirin 325mg daily since 1995, lipitor 10mg daily since 1995, lopressor 25mg twice daily since 1995, hyzaar 100/25mg daily since 1995 and heparin intra-procedure. Concomitant devices: cypher us rx 3.00 x 28mm (lot 15079445). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00182 and 3003742446-2012-00183.